Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race was not provided for reporting. This report is for one (1) unspecified band-aid. Lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Consumer is on unknown blood thinners. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An (B)(6) year old female consumer reported that while removing an unspecified band-aid her skin tore. The consumer stated that she needed to go to the ER to stop the bleeding. Consumer stated that she needed cauterization to stop the bleeding. The issue has resolved.